Event description:
Patient revised for loose cup. No bone growth on cup. **update** (B)(4) 2010 - litigation papers were received. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - summons and amended complaint were received. They mention improper cup fixation, as well as excessive metal debris. The femoral head was added. There is no new additional information that would affect the investigation. **update: (B)(4) 2013 - litigation alleged the asr hip was explanted due to pain, metallosis, difficulty ambulating, muscle loss and tissue destruction and exposure to excessive levels of chromium and cobalt.

Event description:
Patient revised for loose cup. No bone growth on cup. Update 10/8/2010 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update 02/24/2012 - summons and amended complaint were received. They mention improper cup fixation, as well as excessive metal debris. The femoral head was added. There is no new additional information that would affect the investigation.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-01293. This report, 1818910-2012-06716, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-01293. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.